Event description:
It was reported that during a ptca procedure, the tip of the balloon catheter came off while being advanced over another MFR's wire outside of the pt. No pt injuries or complications occurred.